Event description:
It is reported that the device was implanted in 2007 and revised in 2009, due to the tibial component loosening.

Manufacturer narrative:
Evaluation summary: no product was returned for review. The device was in vivo for approximately 2 years and 1 month. The x-rays returned were immediate post-op anterior and lateral views. The x-rays indicate that a drop down stem extension was used with the tibia plate. They also indicate that bone cement was applied in the canal, as well as around the keel. The tibia plate appears to be undersized for this patient, however, from x-rays it cannot be determined if the plate is resting on cortical bone still. No x-rays were provided that indicate loosening. The operative report provided for the revision surgery indicates "failed left knee total knee tibial component with fracture." It is unknown if the fracture reference is to the tibial bone. Judging by the post-op revision x-ray provided there may have been a fracture of the tibia because of a 20mm tibial augment that was used on the medial side. If loosening would have been aseptic in nature, it would have been unlikely to have compromised enough bone to require a 20mm tibia augment. Based on the available information, a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed